Event description:
The company was informed that the patient developed an infection at the implant site post-operatively. The infection has been resolved. Advanced bionics is in the process of gathering more information.